Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent inaccurate fill estimates after filling the cartridge with 300 units of insulin. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer loaded a new cartridge to ensure fill estimate accuracy; however, fill estimate was inaccurate. Tandem technical support reviewed pump data, and no issues were found. Follow up with customer same day indicated that the fill estimate display was good.